Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant of a single chamber device and right ventricular (rv) lead. The patient's underlying heart rate was in the 20-30 bpm range. When the rv lead was positioned, the patient no longer had an underlying rhythm; however, the device was providing bradycardia pacing. After the pocket was closed, asystole was observed. The implant site was viewed fluoroscopically and the rv lead was noted to be dislodged. The pocket was reopened and the rv lead was repositioned. The device's right ventricular automatic capture (rvac) feature was programmed on and a commanded threshold test was done. During the test, the patient went asystole. The device decremented and loss of capture was not detected. Ts commented that this may have been the result of external electromagnetic interference (emi) or fusion beats. The local representative was enroute back to the hospital to check the device. Ts suggested that the local representative could perform another commanded automatic rv threshold test. If the device operates as expected then the previous behavior from implant may have been the result of emi. Boston scientific received information from the local representative that during the pre-discharge check, multiple rvac threshold tests were performed and no issues were identified. There was no loss of capture and all lead diagnostic measurements remained unchanged. No further intervention was required and the patient was discharged from the hospital.